Event description:
In a laparoscopic sigmoid resection procedure, before the device had been applied to any tissue, the articulation, open and close buttons were found to be unresponsive. As a result, the procedure was completed by use of another device. The patient's health was not adversely affected by this malfunction.

Manufacturer narrative:
The returned i60 stapler was found to have a loose articulation ribbon and the joint assembly was out of position by about 60 degrees. It was apparent that the center reference position for articulation was lost after having been previously established. A CAPA investigation is being launched to determine the root cause and corrective action needed to address this defect.